Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connectors and screen were broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of broken screen and connectors and additionally noted that the lower case was cracked. The unit was cleaned and inspected, the ventricular output connector, lens and lower case were replaced and the unit was tested on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.